Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an occlusion alarm was not confirmed by service. However, the quality engineer confirmed the reported condition as a damaged occlusion detector button. This condition was caused by the occlusion detector button being damaged. The door assembly was replaced to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Event description:
The facility representative reported a flo-gard infusion pump which experienced an occlusion alarm in the surgery unit. This alarm may have been a false occlusion alarm. It is unknown when or at what pint in the process this alarm occurred. There was no patient involvement. No additional information is available at this time.